Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an in clinic follow up the lv lead was noted to be dislodged. The lead was explanted and replaced when repositioning was not successful. The patient condition was asymptomatic and stable.